Event description:
During valvuloplasty procedure using balloon catheter, left atrial wall was perforated. Hypotension and pericardial tamponade were noted while operator was manipulating catheter across interatrial septum. Surgical repair was required. Pt has recovered.